Manufacturer narrative:
Device received with motion sensor test failure error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to motion sensor test failure.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump had motion sensor test failure and motor error alarm. Customer¿s blood glucose level was unknown. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. Customer reported that the drive support cap appears normal. The troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.